Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a 49-year-old asymtomatic patient. There was no additional patient information. Return product is available for investigation. Method, date, result,sample; I-stat, (B)(6) 2026 , 33.1 , a, lab , (B)(6) 2026, 0.041 , a. Facility cut offs: I-stat troponin test: >1 comparative instrument: >0.5. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci sex n, (ng/l, pg/ml), (ng/l, pg/ml), female 490, 13, (10, 17), male 404, 28, (19, 58), overall, 895, 21 (14, 30).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 02-apr-2026. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lot a25170.

Event description:
Na.